Event description:
It was reported that during an interventional stenting procedure in an 80% stenosed, left internal carotid artery on (B)(6) 2012, direct carotid access was achieved with a non-abbott sheath. The emboshield nav6 embolic protection device and the rx acculink stent were deployed without issue. During removal of the rx acculink stent delivery system (sds), the sheath came out of the arteriotomy. The sheath was readvanced over the sds in an attempt to regain access to the artery. The sds was again pulled back and the sheath curled like a "j", which confirmed that the sheath was not in the artery. The sheath was pulled back to straighten. The physician injected contrast through the sheath which showed that the contrast went directly into the soft tissue. The physician then chose to remove the wire, sds and the emboshield nav6 fully deployed filter. There was no damage to the deployed stent during this process. Manual compression was performed at the access site. The patient was taken to surgery, where no dissection was noted, only a hematoma at the access site, which was drained and stitched. The patient recovered and was discharged home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). Sheath: non-abbott sheath. Embolic protection: emboshield nav6. The emboshield nav6 referenced is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a similar incident query could not be performed because the lot number is unknown. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of hematoma, is listed in the potential adverse events section of the rx acculink carotid stent system instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined.